Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the elevated bg was unknown. Customer delivered a correction bolus to address high bg. In addition, it was reported that the customer experienced a low blood glucose level of 50 mg/dl. The cause for the reported low bg was due to the customer delivering too many consecutive boluses causing insulin to stack. Customer consumed carbohydrates to address low bg.